Manufacturer narrative:
Neither the serial number of the rapid infuser device nor the lot number of the associated disposable set were provided. The disposable set involved in the incident was not available for investigation. Without receiving the sample or photographs for investigation, it is difficult to determine what occurred in this case. All 3-spike disposable sets are 100% visually inspected and 100% leak-tested prior to release. Additional testing has been performed to ensure that the leak test challenges the bond of the tubing to the spike. No patient injury was reported. We have contacted the user facility to obtain the serial number of the rapid infuser and the lot number of the disposable set involved. Without the ability to investigate the device or associated disposable set, the root cause of the spike reportedly disconnecting from the blood bag cannot be established. Should additional information become available, a supplemental report will be submitted. We will continue to monitor and trend similar reports of this nature and take further action if required.

Event description:
Belmont's clinical specialist received the following report involving a belmont rapid infuser: "when connecting whole blood using the spike in the solution port, bag would not hold tubing, causing blood tubing to be disconnected from blood bag. The blood from the bag then began to pour all over device and floor. Blood product quickly retrieved and was able to be spiked using regular blood tubing and given to patient. Patient required a second unit of whole blood. Whole blood tubing spiked once again and same event occurred, covering the belmont and the floor once again. The spillage onto the belmont caused the belmont to go out of service and I had to use our spare belmont."